Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation without original package and identified. During the disinfection of actual sample, a leak was confirmed in the stay safe connector. During the visual inspection was found a crack in the stay safe connector. The reported event was confirmed during sample evaluation. The reported incident could be involved an external component from supplier; the supplier department was notified about this incident. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connection during fill of their pd treatment. The patient stated that the connection was secure and there were no visible holes or cracks. No alarms or warning prior to the leak; it is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was no fluid on the external of the cassette or in the pump module area. The patient was advised to re-setup the cycler using new supplies. The patient elected to not re-setup the cycler that night. Upon follow up, the patient¿s wife confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler with no further issues. The cycler set is available for return for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connection during fill of their pd treatment. The patient stated that the connection was secure and there were no visible holes or cracks. No alarms or warning prior to the leak; it is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was no fluid on the external of the cassette or in the pump module area. The patient was advised to re-setup the cycler using new supplies. The patient elected to not re-setup the cycler that night. Upon follow up, the patient¿s wife confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler with no further issues. The cycler set is available for return for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connection during fill of their pd treatment. The patient stated that the connection was secure and there were no visible holes or cracks. No alarms or warning prior to the leak; it is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was no fluid on the external of the cassette or in the pump module area. The patient was advised to re-setup the cycler using new supplies. The patient elected to not re-setup the cycler that night. Upon follow up, the patient¿s wife confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler with no further issues. The cycler set is available for return for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation without original package and identified. During the disinfection of actual sample, a leak was confirmed in the stay safe connector. During the visual inspection was found a crack in the stay safe connector. The reported event was confirmed during sample evaluation. The reported incident could be involved an external component from supplier; the supplier department was notified about this incident. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.